Event description:
Reporter alleged discrepant blood glucose results of hi (greater than 600 mg/dl) on the inform system when compared with a result of 127 mg/dl from a laboratory test when the laboratory specimen was drawn within 1 minute of the fingerstick specimen run on the inform. Reporter stated the patient was admitted to the hospital for respiratory failure. No treatment/actions were reported based on the inform result. No adverse event was reported in connection with alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.